Event description:
It was reported in a farapulse japan pmss study that approximately two to three weeks after receiving a pulsed field ablation procedure, the patient was seen for a follow-up examination and an atrioventricular block was observed in the 12-lead electrocardiogram. Additionally, the patient has a history of hypertension and dyslipidemia. It was further reported that the treatment administered for the occurrence of atrioventricular block is not available according to the customer account. The current status of the patient is also unavailable. No physical damage was observed in the device prior to the procedure. It is unknown whether the patient had any pre-existing health conditions that could have contributed to the adverse event. The pulsed field ablation (pfa) procedure was performed to treat paroxysmal atrial fibrillation. It is not known whether the patient was admitted to the hospital or has since been discharged. Information regarding the treatment plan or resolution is not available. A total of 16 lesions were performed in the left superior pulmonary vein (lspv), 10 lesions in the left inferior pulmonary vein (lipv), 12 lesions along the roof line, and 15 lesions in the right superior pulmonary vein (rspv). Data regarding the activated clotting time (act) and the patient's ejection fraction are not available. No further information was obtained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.